Manufacturer narrative:
On 10/3/2019, mentor became aware that the capsular contracture that the patient experienced was actually baker grade IV. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a (left) 250cc mentor siltex round moderate profile saline and a (right) 375cc mentor siltex round spectrum saline breast prostheses, suffered left side deflation and right side capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7328209 sn: (B)(4) and (right) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 7716786 sn: (B)(4). This medwatch form is for the right breast prosthesis.